Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 400 mg/dl. The customer stated that the pump is not communicating with the transmitter. The customer stated that rf communication was not established. The customer was advised to sensor feature off then on and select start new sensor. The customer was advised to continue sensing. The customer was advised that the pump reverted to a test mode. The customer reported via phone call that the insulin pump alarm sensor error. The customer found that went removed sensor the very tip was bent. The customer was advised to monitor pump and sending her two replacement sensor and returning the two sensor.